Manufacturer narrative:
There was no death associated with the inappropriate defibrillation events. Device evaluation summary: electrode belt sn (B)(4) and monitor sn (B)(4) were not recovered from the field. The monitor touchscreen issue was unable to be confirmed because the device has not yet been recovered. Device evaluation was unable to be completed because the patient flag files from the day of event are currently unavailable. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The following factors could not be ruled out as potential contributing sources (per cause and effect diagram 90e0012_a09_revfi) to the reported problem. The factors are: body motion, garment stretch, weight loss, weight gain, ECG electrode positioning/contact with skin, patient body type, loose garment needed tightened, patient fit with incorrect size garment, patient error, did not follow training or respond to ifus, alarms, voice prompts. The primary cause of the inappropriate shock was lack of response button use prior to shock delivery. The response buttons were not pressed during the event. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was motion artifact. The source of the artifact could not be positively identified through cause and effect analysis. The following could not be ruled out as contributing factors: body motion and poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. The patient was in a nursing facility at the time of the treatment event. The response buttons were not pressed during the treatment event. Motion artifact contributed to the false detection. The patient was in the hospital and continued use of the lifevest. It was reported that the monitor touchscreen was not responding following the treatment event.